Manufacturer narrative:
Medtronic shipped a replacement device and the customer will return the replaced device to medtronic for evaluation.

Event description:
Out of box failure (ofb). The reporter said that, when he placed fully charged batteries in the device to test it, it would not power up when he pushed the on button.